Manufacturer narrative:
The returned product was evaluated and the investigation found a hole in the exposed portion of the soft cannula. It is unclear when the damage occurred or what caused it. Fluid path testing showed that fluid diverted out of the hole, restricting the devices ability to pass fluid through the distal tip. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported blood glucose reached between 15.0 to 17.3 and then 18.2 mmol/l (270 to 312 and then 328 mg/dl) after wearing the pod between 24 and 36 hours on the abdomen. Hyperglycemia treated by activating new pod.